Event description:
It was reported that difficult to advance and delivery catheter kink occurred. Vascular access was obtained via a right transfemoral approach. The patient anatomy was tortuous. A 15f isleeve introducer sheath was placed. An extra small (xs) safari2 guide wire was positioned. A 27mm lotus edge valve system (lot# 24845305) was advanced to the level of the thoracic aorta. The 27mm lotus edge valve system was advanced multiple times, attempting to cross the aortic arch, when the delivery system catheter kinked proximal to the tip of the catheter. The lotus edge valve system (lot# 24845305) was removed from the patient. The extra small (xs) safari2 guide wire was replaced with a double curve non-bsc wire for better support. A new 27mm lotus edge valve system (lot# 25020158) was advanced to the thoracic aorta when the delivery system catheter kinked. The lotus edge valve system (lot# 25020158) was replaced with another 27mm lotus edge valve system (lot# 24815236). The 27mm lotus edge valve system (lot# 24815236) was advanced and kinked. The 27mm lotus edge valve system (lot# 24815236) and 15f isleeve introducer sheath were removed. The physician elected to end the procedure and plans to bring the patient back at a future date to implant a non-bsc valve. No patient complications were reported. The patient is doing well and being sent home.